Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event has been estimated. The UDI number is not known. As the part and lot number were not provided. Date of implant has been estimated.

Event description:
It was reported through a general comment regarding an unspecified absolute pro ll that there is difficulty deploying the stent. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. On may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.